Event description:
The investigation determined that lower and higher than expected vitros tsh results and higher than expected vitros ft4 results were obtained from control fluids, when compared to the package insert or customers baseline means using vitros immunodiagnostic products tsh reagent and vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ft4 results and the lower and higher than expected vitros tsh results were obtained from non-patient fluids. The customer did not give any indication that patient results had been affected and patient samples were not processed when the qc fluids were out of specification. There is no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros tsh results and higher than expected vitros ft4 results were obtained from control fluids, when compared to the package insert or customers baseline means using vitros immunodiagnostic products tsh reagent and vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. The most likely cause of the higher and lower than expected vitros tsh results and higher than expected vitros ft4 results are biased calibrations on (B)(6) 2021 that caused a shift in qc performance, likely caused by a compromised signal reagent pack. When typical calibrations were obtained on the reagent lots, qc fluid and patient sample results obtained were acceptable to the customer. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6580 or vitros ft4 reagent lot 4770. (B)(4).